Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was deformed. The sdw was noted to be intact. The functional inspection could not be performed as the stent was returned in a deployed state. The reported event of 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during a middle cerebral artery (mca) aneurysm procedure, the physician attempted to advance an subject stent from the introducing sheath into a microcatheter. After approximately one-fourth of the stent had entered the microcatheter, the physician continued to advance it but encountered significant resistance. After several attempts, the stent could not be advanced further. The physician then tried to withdraw the stent delivery wire from the microcatheter, but during retraction, the stent deployed at the tail end of the microcatheter lumen. As the physician continued to withdraw the delivery wire, the stent remained completely lodged at the tail end of the microcatheter. After disconnecting the rotating homeostasis valve, the physician removed the subject stent, which had been fully deployed outside the body'. The stent was returned for analysis in a deployed condition. The stent was noted to be deformed. The sdw was returned for analysis and was noted to be undamaged. The introducer sheath was not returned for analysis. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer, but subsequently (and inadvertently) moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for inspection). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user would experience increased resistance during attempts to advance the stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user attempted to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. Based on review of all available information an assignable cause of procedural factors has been assigned to the reported event of 'stent difficult/unable to advance or pullback through catheter', 'stent deployed prematurely during use' and analysed event of 'stent deployed prematurely during use', 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, once the subject device entered the microcatheter it could not be advanced any further. When the physician attempted to withdraw the stent delivery wire the subject stent got deployed within the shaft of microcatheter near the tail end. The physician removed the rotating homeostasis valve and removed the stent deploying it outside the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, once the subject device entered the microcatheter it could not be advanced any further. When the physician attempted to withdraw the stent delivery wire the subject stent got deployed within the shaft of microcatheter near the tail end. The physician removed the rotating homeostasis valve and removed the stent deploying it outside the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.